Event description:
It was reported that during surgery the surgeon tried to put the screwdriver into the device and the septum plug around the screw pulled out. The surgeon tried to replace the piece several times but finally decided to not implant the sentiva due to possible problem of water tightness. Device history records were reviewed and showed no issues or non-conformities prior to distribution. The device has not been received for analysis to date. No additional relevant information has been received to date.

Event description:
The generator was received for analysis which is underway but has not been completed and approved to date.

Event description:
Product analysis on the generator was completed and approved. The returned septum meets specification requirements, and the pulse generator header septum cavity meets specification requirements. The septum shows damage on the underneath side suggesting that the setscrew was extracted up into the septum. The setscrew being extracted up into the septum may have been a contributing factor for the allegation detachment of component of septum plug. There were no performance, or any other type of adverse conditions found with the pulse generator.